Event description:
It was reported that a few weeks post implant, the device alerted. Interrogation of the device showed oversensing, noise and variable and high impedance on the right ventricular lead. At the revision, the lead was tested and all measurements were within normal limits, however, when the device was reconnected and placed in the pocket, oversensing was noted again. A possible device header malfunction was suspected so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.